Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient in cardiac arrest, the device switched from manual mode to als mode on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.